Manufacturer narrative:
On 6th june, we received the documentary investigation report from our subcontractor concluding that:" the probably root cause of this issue was a problem with balloon¿s raw material". We received one used sample with packaging. After disinfection it was observed that the balloon was burst without missing part.

Event description:
According to the available information the catheter was inserted but was found in the patient's bed due to a pierced balloon. No adverse patient events were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9634437 with the same defect. Checking the quality databases revealed one corrective and preventive action possibly in relation to the described defect: . - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting on folysil catheters is specifically monitored.

Event description:
According to the available information the catheter was inserted but was found in the patient's bed due to a pierced balloon. No adverse patient events were reported.